Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: neu_adaptor_acc, serial #: unknown, product type: accessory. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection and red scar at their ins site, without fever and without biological inflammatory syndrome. The infection was at staphylococcus blanc and staphylococcus epidermitis. Medications were administered and the ins, adapter, and both extensions were explanted and not replaced. In-patient hospitalization was required. It was noted this was related to the device/therapy and related to the implant procedure. The event was considered ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID neu_unknown_ext; serial# unknown; explanted: (B)(6) 2019. Product type extension; product ID neu_unknown_ext; serial# unknown; explanted: (B)(6) 2019. Product type extension; product ID neu_adaptor_acc; serial# unknown; explanted: (B)(6) 2019. Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_ext; lot# / serial# unknown; explanted: (B)(6) 2019. Product type extension; product ID neu_unknown_ext; lot# / serial# unknown; explanted: (B)(6) 2019. Product type extension; product ID 64002; serial# (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2019. Product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received. It was reported that the issue was resolved without sequela on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. New ins and extensions were implanted on (B)(6) 2019.